Event description:
A report was received that the patient developed a (B)(6) infection at the top of the lead.

Manufacturer narrative:
Additional information was received that the patient's infection was treated with antibiotics and was resolved. The patient was doing well.

Event description:
A report was received that the patient developed a staphylococcal infection at the top of the lead.

Manufacturer narrative:
Additional information was received that the physician believed that the patient¿s infection was not device or procedure related.

Event description:
A report was received that the patient developed a staphylococcal infection at the top of the lead.